Manufacturer narrative:
Evaluation: customer returned 3 used samples and 3/3 samples leaked at the y-junction during priming. Further evaluation of customer samples has identified the cause of tubing/component leakage to be inadvertent operator manipulation of uncured solvent joints during assembly. Actions have been implemented which include a bill of material change requiring each assembly to be solvent bonded into two sub-assemblies and held for a minimum of 8 hours prior to solvent bonding to the final assembly. This assembly procedure will allow the solvent joints to cure so that only a single bond is needed to complete the final assembly. In addition, the sub-assemblies and final will be 100% inspected for leakage at 8 psi of air.

Event description:
Device noted to be "leaking at y connections" during priming. No pt injuries reported.